Manufacturer narrative:
The product was discarded, therefore ,no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: carto 3 system (model#m-4800-01, serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a navistar 7f thermocouple catheter in which the patient passed away 6 days after the procedure. It was noted that this patient had a medical history of heart disease. After the procedure, the patient was safely discharged. The patient died at home. Additional information was received regarding the event. The procedure occurred on (B)(6) 2014. The surgery was successful and did not encounter any problem. The patient was discharged after six days of hospitalization, but felt discomfort and passed away at his home after 1 hour. The physician believes heart failure was the cause of death. No autopsy report is available.